Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in as the customer's weight was not provided. The model # was not provided.

Event description:
The customer from mexico reported that within 10 minutes, he obtained a lo blood glucose reading, indicative a reading below 10 mg/dl with the contour plus meter and 121 mg/dl with the laboratory testing. The customer did not present any symptoms of hypoglycemia. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
Upon further investigation, it was determined that ethanol, a type of alcohol used in hand sanitizers was detected on the returned test strips. Ethanol will deteriorate the reagent at the tip of the test strips and was the likely cause for low results when tested. As per contour plus blood glucose monitoring system user guide "always wash your hands well with soap and water and dry them well before and after testing, handling the meter, lancing device or test strips. Please follow all instructions for use and care exactly as described to help avoid inaccurate results."

Manufacturer narrative:
The customer returned the suspected contour plus meter and contour plus test strips from lot # 1dqhh09c for evaluation. While attempting to perform in-house testing with the returned meter and test strips using blood sample, the meter gave lo readings, indicative of readings below 10 mg/dl and e11 error messages indicative of abnormal results. The remaining returned test strips were observed under a microscope which appeared normal with no signs of exposure to liquid or humidity. The mlb reagent was intact at the tip and there was no discoloration. Additionally, the returned meter was tested with in-house contour plus test strips from lot # 1dqhh09c using blood sample, which gave a satisfactory performance. This indicates that there is no issue with the test strip lot and the potential cause of lo readings and e11 error messages is mishandling of strips or storage issue. Further investigation will be performed.